Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery due to an erosion. A urethroplasty was performed and the tissues were given time to heal. On a follow up surgery, a new aus was implanted. No patient complications were reported.

Manufacturer narrative:
Date of event the exact date of the event is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.